Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited loss of capture at multiple sites. The lead was not implanted. No patient symptoms were reported.